Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/22/2020. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The international service technician replaced the touchscreen and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.